Manufacturer narrative:
Not returned. As of this report, neither device has been returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated as necessary. On september 22, 2005, guidant (now boston scientific) issued a physician letter describing various clinical behaviors associated with two identified failure modes that could compromise therapy delivery or limit programmer communication. Changes to try to prevent this failure mode were made in march, 2004. The 1298 model device was manufactured before march, 2004 and is included in this population. On july 18, 2005, guidant (now boston scientific) issued a physician communication regarding gradual degradation that may occur in a hermetic sealing component, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message. This may affect certain devices manufactured before december 6, 2000. The 1273 device was manufactured before december 6, 2000, and is included in this population. Boston scientific does not have sufficient information to determine whether or not either device behaved in the manner described in the advisories.

Event description:
Boston scientific received information that this patient's devices were part of a legal action and the patient passed away early last year. Boston scientific has no specific information as to whether the device was involved in the patient's death. The original device, 1273, was explanted 4 years ago for normal battery depletion, and is included in the pdm hermetic sealing advisory (7/18/2005). The replacement device, 1298, implanted when the patient passed away, is also included in an advisory population, insignia microcrystal failure mode 1 population (2005).